Event description:
Needle broke off in patient during use. Needle also broke again when being surgically removed. No additional information was provided. ((B)(6) female spayed, aussie shepherd mix, (B)(6)).